Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. The customer stated that the alarm was recurring and he had already changed the infusion set twice. The blood glucose at the time of the incident was 333 mg/dl; treated with manual injection. Troubleshooting was performed; the customer was unable to push insulin through after disconnecting and reconnecting the infusion set and reservoir and received a no delivery alarm during manual prime. He was advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.